Manufacturer narrative:
Approximate age of device - 5 years, 9 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient presented to the emergency department with worsened shortness of breath, and the system controller produced low flow alarms. A CT angiography revealed narrowing of the outflow graft near the bend relief. The patient underwent an angioplasty/stenting of the outflow graft on (B)(6) 2017. The team was unable to place the stent to the affected area. The patient then experienced aphasia, and CT of the head revealed a left middle cerebral artery stroke, that was reported as ¿likely embolic¿. On (B)(6) 2017, the patient experienced hematuria, and the lactate dehydrogenase was 1057 u/l and the plasma free hemoglobin was 109 mg/dl. The patient underwent a procedure on (B)(6) for closure of the lvad outflow tract with an amplatzer device, and discontinuation of lvad support. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke and a specific cause for the reported hematuria and elevation in the patient¿s lactate dehydrogenase level could not be conclusively determined. The reported narrowing of the outflow graft near the bend relief could not be confirmed as the device was not returned for evaluation. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.